Manufacturer narrative:
The reported complication is a known inherent risk associated with use of the device.

Event description:
The baylis medical company powerwire radiofrequency (rf) guidewire kit was used in a patient being treated for drug refractory ventricular tachycardia (vt). As the rf guidewire was being advanced through the myocardium of the interventricular septum during rf energy delivery, ventricular fibrillation was induced. Defibrillation was required on the patient. The physician noted that this is commonly observed during rf ablation of the ventricular myocardium during vt ablation procedures.